Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comments of battery drawer and display issues. The lower case was broken including the case itself and battery drawer cover. The display was also bleeding. Analysis also noted that both output connectors were broken. There was an issue with the backlight due to connector on main printed circuit board (pcb), upper case was broken, and the device required a battery shortening bar. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken battery drawer, the display had missing segments and an error code was displayed. The epg has been returned for service. There was no patient involvement.